Event description:
Tech alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
Tech replaced the brake steer hex rod with a brake steer upgrade kit at the head end of the stretcher to resolve the issue.